Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient did not receive alarms on the android's "do not disturb" mode. It was determined that the issue was related to the mobile application. Data was provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.